Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a right ventricular (rv) lead explant procedure. It was noted that the rv lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable.